Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet bionic pancreas, requiring frequent oral glucose intake and prompting the patient to stop announcing meals in an attempt to reduce lows, with nocturnal hypoglycemia disrupting sleep. Symptoms included hypoglycemia with associated need for oral glucose treatment. Outcomes included user burden from repeated carbohydrate treatment and sleep disruption. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed no device alarms and no device-specific malfunction identified during troubleshooting, suggesting user interaction factors such as meal announcement behavior could have contributed to the hypoglycemic pattern. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.